Event description:
It was reported that a toric intraocular lens (iol) was explanted from a patient's left eye due to patient being unable to tolerate the lens. The replacement iol was of a different model and higher diopter (model: diu150,12.0d). No patient injury or complication reported. The device is not available for return as it was discarded by the account. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not available. Section b3: date of event: unknown/not provided. Section d6a: if implanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.